Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a b30 scope communication error, image noise, and no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error message b30" and event "noisy image" were caused by a charged coupled device unit had abnormality during user handling causing the event. The event can be detected by following the instructions for use which state: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.